Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is sticking into the uterine cavity') and device dislocation ('migration of essure') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2018, the patient experienced abdominal pain ("pain; chronic, pelvic/abdominal pain"). In (B)(6) 2018, the patient experienced pelvic pain ("pain; chronic, pelvic/abdominal pain / acute pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure is sticking into the uterine cavity") and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy / became pregnant after essure placement/ pregnancy (with complications- miscarriage)"). The patient was treated with antibiotics. Essure (ess205) treatment was not changed. At the time of the report, the embedded device and device expulsion had not resolved and the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, embedded device, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: essure confirmation test was performed (unspecified). Right fallopian tube: 7 coils. Left fallopian tube: 2 coils. The patient is not currently planning to remove essure. Related that used an analgesic for pain (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2007: unspecified test and results not provided.. Pregnancy test urine - in (B)(6) 2018: positive. Ultrasound pelvis - in (B)(6) 2018: device migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is sticking into the uterine cavity') and device dislocation ('migration of essure/ malposition of essure device location of device: it is tilted to the right') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 2. Concurrent conditions included thyroid nodular and anxiety. Concomitant products included escitalopram oxalate (lexapro) and oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abortion spontaneous ("miscarriage"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced abdominal pain ("pain; chronic, pelvic/abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced pelvic pain ("pain; chronic, pelvic/abdominal pain / acute pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("essure is sticking into the uterine cavity") and was found to have a pregnancy with contraceptive device ("pregnancy / became pregnant after essure placement/ pregnancy (with complications- miscarriage)"). The patient was treated with antibiotics and surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the embedded device and device expulsion had not resolved and the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure confirmation test was performed (unspecified). Right fallopian tube: 7 coils. Left fallopian tube: 2 coils. The patient is not currently planning to remove essure. Related that used an analgesic for pain (not specified). Discrepancy was noticed regarding essure confirmation test (as per current fu plaintiff did not undergoes essure confirmation test.) The plaintiff experienced other two pregnancy episodes with essure in (B)(6) 2008 and (B)(6) 2016 captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2007: unspecified test and results not provided.. Pregnancy test urine - in (B)(6) 2018: positive. Ultrasound pelvis - in (B)(6) 2018: device migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is sticking into the uterine cavity') and device dislocation ('migration of essure/ malposition of essure device location of device: it is tilted to the right') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 2. Concurrent conditions included thyroid nodular and anxiety. Concomitant products included escitalopram oxalate (lexapro) and oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abortion spontaneous ("miscarriage"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced abdominal pain ("pain; chronic, pelvic/abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced pelvic pain ("pain; chronic, pelvic/abdominal pain / acute pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("essure is sticking into the uterine cavity") and was found to have a pregnancy with contraceptive device ("pregnancy / became pregnant after essure placement/ pregnancy (with complications- miscarriage)"). The patient was treated with antibiotics and surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the embedded device and device expulsion had not resolved and the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure confirmation test was performed (unspecified). Right fallopian tube: 7 coils. Left fallopian tube: 2 coils. The patient is not currently planning to remove essure. Related that used an analgesic for pain (not specified). Discrepancy was noticed regarding essure confirmation test (as per current fu plaintiff did not undergoes essure confirmation test.) The plaintiff experienced other two pregnancy episodes with essure in (B)(6) 2008 and (B)(6) 2016 captured under the cases (b)(64 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2007: unspecified test and results not provided.. Pregnancy test urine - in (B)(6) 2018: positive. Ultrasound pelvis - in (B)(6) 2018: device migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping. Reporters information, concomitant drugs, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is sticking into the uterine cavity') and device dislocation ('migration of essure') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(4) 2007, the patient had essure (ess205) inserted. In (B)(4) 2008, the patient experienced device dislocation (seriousness criterion medically significant), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(4) 2018, the patient experienced abdominal pain ("pain; chronic, pelvic/abdominal pain"). In (B)(4) 2018, the patient experienced pelvic pain ("pain; chronic, pelvic/abdominal pain / acute pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure is sticking into the uterine cavity") and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy / became pregnant after essure placement/ pregnancy (with complications- miscarriage)"). The patient was treated with antibiotics. Essure (ess205) treatment was not changed. At the time of the report, the embedded device and device expulsion had not resolved and the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, embedded device, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: essure confirmation test was performed (unspecified). Right fallopian tube: 7 coils. Left fallopian tube: 2 coils. The patient is not currently planning to remove essure. Related that used an analgesic for pain (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(4) 2007: unspecified test and results not provided.. Pregnancy test urine - in (B)(4) 2018: positive. Ultrasound pelvis - in (B)(4) 2018: device migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: pfs received. Some new informations was added: pregnancy outcome and the adverse event infection (other) was specified (vaginal infection and urinary tract infection). New events added- spontaneous abortion, embedded device. Case category updated to serious incident. Patient's initials updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.